Manufacturer narrative:
Pending investigation. D10: a798874, 300-01-11 - equinoxe, humeral stem primary, press fit 11mm; a435312, 320-35-08 - small superior/posterior augglenoid plate, right; a566398 320-20-00 - eq reverse torque defining screw kit; a637141, 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm; a637241, 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm; s437495, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; s483820, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm; 6480155, 320-32-40 - expanded glenosphere, 40mm, for small reverse; a562076, 320-15-05 - eq rev locking screw; a551630, 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm; s452088, 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm.

Event description:
As reported, the patient underwent a third right side shoulder revision surgery due to instability after her reverse replacement. The humeral tray was revised from a 0 to a +10. The poly was also revised to a constrained liner. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Report number: 1038671-2024-04403 this follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s shoulder dislocation and instability reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.